Manufacturer narrative:
Additional information provided in h6 and h10. The investigation into the reported issue shas been completed. Pump was not received for investigation. Device history record review confirmed that the pump passed all post-sterile inspection checks. Data logs were investigated and there was a motor current spike followed by low flows at the time of reported hemolysis. Purge pressure was also observed to be rising a little. These are symptoms of biomaterial buildup. Clinical information mentions that echo showed thrombus at the inlet. Therefore, the root cause of the hemolysis issue was most likely biomaterial. Also, it was noted that the catheter was detached from the motor housing while removing the pump. The physician had placed 29f cannula alongside the rp pump in the same vessel which made the explant difficult. The cause of the product damage (detached inflow/outflow - peripheral vessel) issue was not determined since product was not returned for investigation.

Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that on day four of impella rp support labs were hemolyzing and urine was bright red. Additionally, echocardiography was done and showed thrombus around the inlet up into the internal jugular and interfering with rp function. Decision was made to remove rp. Prior to rp removal physician decided to place 29fr cannula in, alongside the rp cannula, entering the right subclavian and terminating in the pulmonary artery. There was difficulty passing the device alongside the rp motor housing and cannula. Physician was reminded that the rp catheter was 22 fr. There was concern for both devices in the same vessels and pathways. Physician went to remove rp, and the catheter detached from the motor housing. The patient¿s sternum was already open, vascular surgery was consulted and decision made to remove the rp cannula through an aortotomy in the right atrium. Rp flex cannula removal was successful. The patient survived the event.

Manufacturer narrative:
The investigation results were amended for product damage (detached inflow/outflow - peripheral vessel) and thrombus investigation results were added. The investigation results for hemolysis was previously reported in manufacturer device report number 1220648-2025-25627-1. The failure mode removal issues was changed to product damage (detached inflow/outflow - peripheral vessel) the root cause of the product damage (detached inflow/outflow - peripheral vessel) issue was most likely due to a use-related issue as evidenced by clinical details of 29f cannula placed alongside pump. As the necessary information was not provided, the root cause of the thrombus was not determined. B1 was inadvertently left blank on manufacturer device report number 1220648-2025-25627-1. B2 was inadvertently left blank on manufacturer device report number 1220648-2025-25627-1. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-25627 as it is unknown if the initial reporter also sent the report to the food and drug administration. H6 medical device problem code 1562 was inadvertently omitted on manufacturer device report number 1220648-2025-25627-1. H6 codes 3331, 114, and 50 were erroneously entered on manufacturer device report number 1220648-2025-25627-1. New codes entered investigation findings and investigation conclusions.